Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result that was generated by the synchron lx I 725 instrument. A pt sample was tested for accu tnl and a result of 7.75 ng/ml was obtained. The original sample was tested for accu tnl on a different instrument in the customer's lab and the result was 0.03 ng/ml. The customer then ran the original sample for accu tnl on a third instrument in their lab and the result was reported 0.05 ng/ml. It is unknown if the accu tnl result was reported out of the lab. The customer did not receive any report of pt injury, requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications on 07/27/06. System checks from 07/19/06 and 07/26/06 failed. The sample was collected in a 12 x 75 sst, plasma tube and centrifuged at 3,000 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab on 08/03/06. The fse replaced a main pipettor probe, adjusted ultrasonics, and rv sensor voltages. The fse decontaminated substrate system and performed diagnostics test which passed within a specifications. The fse was back on site on 08/08/06. The fse performed a preventive maintenance (pm) to the instrument. The fse replaced probes and syringes and performed all alignments. The fse verified instrument per established procedures. Based on available data, the customer was running pt samples on a failed system check; however, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.